Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in for 3 months visit and it was noted that the left ventricular (lv) lead dislodged. The patient was made aware and a booking was made. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lv lead was explanted and replaced.